Event description:
The report indicated that after applying a new pod in the morning, the customer's bg levels rose to "high" (greater than 500 mg/dl) within the following four hours. At this point, she administered a manual insulin injection to lower her levels, but her bg's remained above 500 mg/dl over the next three hours. Her bg levels eventually reached 873 mg/dl and she was taken to intensive care; she was treated with an insulin drip, hydration and antibiotics for a uti (the pt stated that she is prone to "very high bg's when she has an infection of any kind"). She was released after four days and visited with her endocrinologist and cde, who told her that the pod "was not inserted through the epidermis to the fatty layer where it could be absorbed". The pod was discarded at the hospital and will therefore not be returned for evaluation. She has not experienced any other high bg's since this event.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.